Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. No patient symptoms or intervention was reported. The physician elected to continue to monitor the patient.